Event description:
It was reported that this pacemaker had reached end of life (eol). This patient reported to the hospital after experiencing dyspnea and fatigue related to the set low pacing rate associated with eol. The patient was hospitalized, and this pacemaker was subsequently replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated and found to be operating in safety mode. This device was not able to establish telemetry long enough to obtain a memory download for review. A residual gas analysis was conducted and the results indicated that the element composition did not have hydrogen counts present. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and tested; we have concluded that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined.

Event description:
It was reported that this pacemaker had reached end of life (eol). This patient reported to the hospital after experiencing dyspnea and fatigue related to the set low pacing rate associated with eol. The patient was hospitalized, and this pacemaker was subsequently replaced. No additional adverse patient effects were reported.